Event description:
It was reported the patient had a loss of therapeutic effect and a loss of stimulation and their device was explanted. It was stated the patient¿s battery was removed the day of report because the patient wasn¿t getting benefit from it. It was noted everything was removed including the lead and battery. The patient¿s status was reported as alive with no injury. It was noted the patient received less than 50 percent therapy relief. Reference regulatory report # 3004209178-2013-17186.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v538927, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# v266474, implanted: (B)(6) 2009, product type lead. (B)(4).